Event description:
It was reported that this lead exhibited a low out of range pace impedance measurement of less than 200 ohms. An automatic lead safety switch from bipolar to unipolar configuration was triggered. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).